Manufacturer narrative:
The reported event of needle insertion difficulty was confirmed. The dilator had been perforated distal to the proximal end of the hub. A needle/stylet assembly and a sheath from current inventory were inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The dilator tubing was cut lengthwise and a build-up of skived material was noted near the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving could not be conclusively determined.

Event description:
This report is to advise of an event of skiving observed during analysis confirming the reported insertion difficulty.